Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n030004. Hours of operation: 25683. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-09-09 were investigated. A space line was selected. The infusion started with a volume of 298ml and a rate of 99,34ml/h about 3 hours. A air rate alarm occurred and a line change was performed. The infusion was continued. A air bubble alarm occurred and the line was purged. The infusion was continued and after 1 hour stopped. At this time, 256,38ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-090) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. During switched on, it could be detected that the contrast of the display is not ok. Almost impossible to see what is displayed when looking at it straight on but looking at it from the top you can see the text on the display. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,02%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
It was reported that a patient underwent a blood transfusion on september 09 2024. Reportedly there was approximately 100 milliliters (ml) to 150 ml of blood was still left in bag and had to be discarded. Pump did not alarm with any issue. The duration of the transfusion was 3-4 hours. The 4 hour total transfusion time was reached when the staff noted the issue with the pump.